Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was 175 mg/dl. During troubleshooting, the caller received another failed battery test. Blood glucose level by the end of the call was 200 mg/dl. The insulin pump was not replaced as the customer's mother reported that they already had another new insulin pump.